Event description:
The reporter states that he experienced an event where he felt hypoglycemic and he obtained a blood glucose result of 142mg/dl on the accu-chek compact plus meter. At an undisclosed time later, his blood glucose result was 33mg/dl on the professional meter. He received injection of sugar and felt better in 10 minutes. New system sent and return requested.